Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported difficulty charging the implant on their chest for 2-3 weeks now. Patient added that the implant charged normally at first, then stopped charging again. Patient stated they entered passive recharge mode, and saw the number 93 then dropped to 0 repeatedly without moving past that screen. Patient also reported that the recharger and controller became extremely hot while charging the implant, which patient described as hot enough to cause a fire. Agent reviewed information. Patient confirmed no visible damage on the controller, port , battery pack and recharger. A replacement recharger telemetry module (rtm) and controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.